Manufacturer narrative:
The device used in this case was not returned. A device history record could not be conducted for the handpiece in question. Handpieces are released meeting all qa specifications. Minerva procedure was performed off-label and contrary to the instructions for use. The "contraindications" section of the IFU lists history of classical c-section as a contraindication to the minerva procedure. Manufacturer investigation did not produce sufficient information to establish the root cause of the event. Theoretically, transmural thermal injury is possible under two scenarios: undiagnosed abnormally thin myometrium, and improper device deployment (in red). Scenario 1 is described in the contraindications section of the minerva IFU which states: the minerva endometrial ablation system is contraindicated for use in a patient with any anatomic condition (e.g., history of previous classical cesarean section or transmural myomectomy, including hysteroscopic and/or laparoscopic myomectomy performed immediately prior to the minerva procedure) or pathologic condition (e.g., requiring long-term medical therapy) that could lead to weakening of the myometrium. Scenario 2 is described in the contraindications section of the minerva IFU which states: the minerva endometrial ablation system is contraindicated for use in a patient where the array opening indicator is in the red zone following deployment of the minerva disposable handpiece.

Event description:
Dr. Performed a minerva procedure in a patient with a history of classical c-section. Following the minerva procedure, a pre-planned laparoscopy for the purpose of tubal ligation was performed. Two small blanched dots on the serosa of the uterus were noted. The bowel was inspected and two suspect areas were identified. The bowel was over-sewn without bowel resection. The patient fully recovered.